Event description:
The facility's biomedical engineering department sent the pump for service reporting "failure displayed on pump head module". During service of the device, a baxter service technician found a failure code 550 in the event history. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.